Event description:
The event is reported as: complaint alleges: "when the surgeon wanted to apply the clip he noticed that the clip remained blocked into the jaws, the surgeon removed the applier, thrown the clip and used another applier." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.